Event description:
It was reported that during a sleeve gastrectomy procedure, on the first firing the staple line in the middle did not fire a complete staple line. Black reload was used, no buttressing was used. The surgeon did a running of vicryl and running over the area. The surgeon had to start the sleeve more proximal with no issues. The procedure was complete with no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: cartridge, pan, drivers, one piece sled. The analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be bent and partially detached from the proximal right side. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. An intra-operative photograph was received. Based on the photo evidence of the subject ple60a with an ecr60t cartridge, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.